Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an instrument during a procedure. There was no delay in the procedure reported; all parts were retrieved; and there was no injury to the patient reported.

Manufacturer narrative:
Visual inspection of the returned elevator reveals minimal use. The tip of the elevator is fractured off. There are no indications of manufacturing defects. The most likely underlying cause is excessive force. The IFU for this part states that "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip."

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.